Manufacturer narrative:
Due to character limitation: event site full name: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check cs 100 intra-aortic balloon pump (iabp) unit was not switching on. No one was harmed onsite.

Event description:
N/a

Manufacturer narrative:
Updated field: b4,d9,g1,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusion,health effect impact code, component code),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse stated the display controller assembly (0670-00-0640) and keypad controller (0670-00-1145) was defective. The fse replaced the display controller assembly and keypad and the unit passed all functional and safety tests and was returned to customer.